Event description:
It was reported that the patient had an infection. Blood cultures determined the presence of (B)(6) and 0.5cm of vegetation on the right ventricular lead was also noted. During explant of the device, pus was observed in the pocket and the capsule was infected with induration and hyperemia. The system was explanted and not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed. No anomalies were found.